Event description:
According to the reporter: the clip did not close properly and the pt suffered blood loss. Additional surgery was performed to resolve the issue and anesthesia was necessary. No further details about the event was provided.